Manufacturer narrative:
(B)(4). The additional perclose proglide device referenced is filed under a separate manufacturer report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported suture break appears to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break was noted when the needle plunger was removed on both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique in the rcfa. One proglide device was used for successful suture placement in the left common femoral artery (lcfa) using the preclose technique. The sheath was upsized to an 18f. The aaa was completed and hemostasis was achieved in the lcfa and rcfa with the sutures of the preplaced proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.